Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. Device was tested using a water fill test reservoir. Device lets on test reservoir matched with device left on status screen. Device functioning properly during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump may have over-delivered insulin. The patient's blood glucose at the time of incident was 40 mg/dl and 205mg/dl later. Their blood glucose had been low for the past two days. The patient treated with food. The caller believed that the device over-delivered at night. During troubleshooting, no priming or infusion set anomalies were identified. However, the reservoir contained less insulin than what the status screen displayed. The caller was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.